Manufacturer narrative:
Failure analysis for fiber 0010-2400-508a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits moderate charred detritus adhesion; the fiber bevel edge at the output window has shifted forward. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 191,957 joules of use and 36:46 minutes while using the surgical fiber during a prostate procedure, the "fiber broke". The fiber was exchanged and the procedure completed using a second surgical fiber. There was no patient injury reported.